Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no povidone sponge inside the minicap. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed a minicap with the sponge which had no povidone-iodine inside the cap. The reported condition was verified. The cause of the condition was due to a manufacturing assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.